Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event ¿b30 scope communication error¿ occurred because of a failure in the communication with a scope due to foreign material or moisture adhered to the electrical contacts. However, the device was not returned for evaluation and the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with the 190 series scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to ensure both the cv-190 and clv-190 are powered off when connecting and disconnecting the scopes. Furthermore, tac advised the customer to clean the scope connector with an alcohol prep pad, allow it to dry off, and then power the device back on. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.